Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the explant took place on (B)(6) 2020. The device was not replaced. The surgeon removed the device. The patient reported that it was every 5 hours that she needed to charge or it would die. The patient was told it was because of settings it was on and the patient needed it that high to get relief. The patient was totally disappointed with the system. The patient noted that every 2 months or around that had to get a new charger for the belt sent as it wouldn't charge properly. The patient reported that she was still a working person, so it was very crazy to have to watch the time to make sure she was charging on time. [Omitted information pertaining to prior recharging equipment issues reported in crts docs: (B)(4) -- see pes: 702891026, 703247708, 703661909 and 703837203].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member reported that the patient had the implanted neurostimulator (ins) replaced because the patient was charging the ins more often than expected (every 6 hours instead of every 2-3 days as they expected). It was noted the patient was needing to recharge every 6 hours because of their pain level. The explant surgery took place around the end of (B)(6) 2020.